Manufacturer narrative:
The investigation determined that a lower than expected vitros ipth result was obtained from a patient sample during a correlation study using vitros ipth reagent on a vitros eci immunodiagnostic system. Root cause for the initial higher than expected results was determined to be user error due a sample related issue associated with improper pre-analytical sample handling. The customer indicated the ipth lot to lot patient comparison was performed with samples that were not stored properly. The tsc will continue to work with the customer to confirm vitros ipth performance. The investigation is ongoing.

Event description:
A customer complained after observing a lower than expected vitros ipth result from a patient sample during a correlation study using vitros ipth reagent on a vitros eci immunodiagnostic system. Patient result: 113.4 pg/ml vs expected 226.2 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action. The new lot of ipth being used with this patient sample had not yet been put into routine use; therefore, any sample results from this lot were not being reported out of the laboratory. However, the investigation cannot conclude that patient sample results would not be affected if the event were to occur undetected. There was no allegation of patient harm made as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).